Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting slowly.